Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. Based on the quality inspection, evidence of 3rd party repair and components were discovered. Run-on may be a result from a faulty 3rd party motor controller component. The instructions for use (IFU), supplied with each product states to send the device to stryker for repairs. All 3rd party components were replaced and add'l preventative maintenance was performed.

Event description:
It was reported that the device was sent in for repair with no info and it was discovered that the device was running on its own. There was no pt involvement and no allegations of adverse consequences associated with this event.